Manufacturer narrative:
Additional information: additional glue used to accommodate vein, reported size 10mm. Catheter tip was 5cm caudal to the sapheno-femoral junction (sfj) prior to delivery of adhesive. Compression was used. 3 days post procedure, no dvt was present in the sfj. Vein closure was achieved. Dvt with bilateral pes was evident on scan carried out 2 weeks post procedure. To treat dvt with bilateral pe¿s, patient was put on a heparin drip for 24hrs, and then prescribed eliquis and discharged from ICU. The patient¿s leg was re-scanned a week later with no resolution of dvt. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: patient¿s right great saphenous vein (gsv) was treated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient¿s great saphenous vein (gsv) was treated with venaseal. IFU was followed. Post procedure it is reported the patient experienced dvt post-op with bilateral pes. Physician gave additional aliquots of glue at his discretion given the larger diameter of the vein.